Manufacturer narrative:
The claimed issue was related to the device, which was not working. There was no patient harm. The issue was decided to be reported based on available information as the reported issue may have underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description. Based on received information, there was no on-site visit and the customer will resolve the issue by his own. The root cause to the reported issue has not been confirmed.

Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref.#: (B)(4).